Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure the radiography was not successful, so the physician checked carefully and found that the distal section of the microcatheter (subject device) was broken. The physician then withdrew the microcatheter and the guidewire together, and the guidewire was also found to be broken. The broken part of the guidewire and microcatheter were snared from the vessel. The procedure was completed successfully after changing the devices. No clinical consequences reported to the patient.

Manufacturer narrative:
Product available to stryker: updated. Lot #: updated based on additional information received. Unique identifier (UDI) #: updated based on additional information received. Expiration date: added. Returned to manufacturer on: updated. Device evaluated by mfg: updated summary attached: updated. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the catheter shaft was broken. A patency test could not be performed as the catheter shaft was broken. Additional information reported that the microcatheter was confirmed to be in good condition after unpacking and during preparation and appears to have been used as per the dfu. The damage noted to the microcatheter is indicative of excessive force though this cannot be conclusively determined. An assignable cause of procedural factors will be assigned to the reported 'catheter shaft broken/fractured', 'catheter kinked/bent' and the analysed 'catheter shaft broken/fractured' as the issue is associated with a product that meets stryker design and manufacture specifications and was used according to the dfu but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the procedure the radiography was not successful, so the physician checked carefully and found that the distal section of the microcatheter (subject device) was broken. The physician then withdrew the microcatheter and the guidewire together, and the guidewire was also found to be broken. The broken part of the guidewire and microcatheter were snared from the vessel. The procedure was completed successfully after changing the devices. No clinical consequences reported to the patient.